Event description:
It was reported that tip detachment and difficulty removal occurred. The target lesion was located in right arm arteriovenous fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced for post dilatation. The balloon was inflated at 24 atmospheres but the stent did not fully open. When the balloon was removed, it was stuck on the stent and was difficult to pull out. After withdrawal, it was noticed that the distal tip of the balloon was broke and the distal marker band was left behind. Multiple snares were performed to pull out the pieces; however, were unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient was stable.